Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was 14 mmol/l at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No battery out limit alarm and no failed battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.